Event description:
As reported: physician stated product is melting and broke off in a patient. He was unwilling to provide us with further details. Type of procedure was a varicose vein ablation. Unknown if there was medical intervention, however, reported: no patient was harmed. Unknown if imaging was performed to see if the tip was left in the vessel. Also, unknown if the melting product was removed in its entirety from the vessel. Melting product unknown if retrieved from the vessel. Again reported no patient was harmed. Requested if there was any medical intervention: reported as unknown, and no patient was harmed. Patient is reported as "fine" post procedure.

Manufacturer narrative:
An investigation has been opened and a follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(4) units of the varilase fibers were returned. None of the units were identified with respect to their complaint number. Each unit returned was bagged in the pouch containing its respective lot number. Lot number for this complaint is unknown; the model number associated to this complaint is (B)(4) . None of the returned products and their associated lot numbers could be traced to this model number. Therefore no unit returned could be associated to this complaint. A DHR review could not be completed as the lot number is unknown. The event description states that the metal tip was missing on the removal of the laser. It is unknown what damages could have occurred on the fiber without product evaluation. Additional information was requested from the account. Response was unknown to most of the questions. Based on limited information, the most likely root cause of the issue is undeterminable.